Manufacturer narrative:
(B)(4). Concomitant medical products: unknown agc femoral. (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple mdrs were filed for this event, please see associated reports: 3002806535-2017-00299. Product location unknown.

Event description:
It was reported the patient underwent a right knee arthroplasty. Subsequently, the patient underwent a revision procedure due to aseptic loosening femur and tibia. Attempts have been made and additional information on the reported event is unavailable. No additional patient consequences were reported.